Event description:
During an atrial fibrillation procedure, air was continuously entering the swartz sl1 sheath from the valve during insertion into the patient. It was noted the dilator and guidewire were inserted prior to the issue. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.